Event description:
A tech reported a pt with a postoperative error of three diopters of sphere, but cylinder is "good" following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).